Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised for liner dissociation. Time to revision was 29 months component not revised: dynasty(r) shell product ID: dxxxgf56 lot ID: not indicated. Additional information: indication for surgery was avascular necrosis. Bmi: 28.

Manufacturer narrative:
Additional information received on 07/22/2020 please void the following report.